Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 22-oct-2019.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported this was the occurrence of replace battery alarm with low battery alert based on previous troubleshooting for low battery. The customer was advice to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.